Manufacturer narrative:
This report is submitted on february 16, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and subsequently underwent a skin revision surgery to remove the excess skin on (B)(6) 2022. The implanted device remains.